Event description:
Procedure type: colectomy. According to the reporter: stapler locked into tissue - unable to remove it so had to modify the procedure. Resulted in tissue loss and had to cut away more bowel. The case was extended by 40 minutes. There was no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).